Event description:
It was reported in clinic notes that the patient had a very strong seizure lasting 17 minutes where he was shaking. The patient's generator was unable to be interrogated as the battery was near end of service. It was stated in the clinic notes that the patient¿s medication was decreased and his last seizure was worse. The physician stated it was not clear if the worsening seizures were due to decreases in medication or a decrease in the vns battery. Programming history was reviewed for the patient. No anomalies were seen. Surgery is likely but has not occurred to date. No additional or relevant information has been received to date.

Event description:
The patient¿s generator was replaced due battery depletion. The device was discarded by the surgeon. No additional or relevant information has been received to date.